Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted fluid collected as a result of infection. The mesh was ball shaped and there was a hernia defect 2-3 inches in diameter, lateral to the original defect with omentum incarcerated. It was reported that the patient experienced severe pain and sharp pain, inflammation and infections. No additional information is provided.